Manufacturer narrative:
(B)(4). D10: 47998602121, thin osteotome blade 10mm x 3, 56731925. H6: suggested component code: mechanical (g04) - stem. The reported event could not be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, the patient had a stage one revision due to unknown reasons; all components were removed and replaced with spacers. Attempts have been made, and all available information has been provided.